Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl). According to the complainant, during the procedure, they successfully deployed five bands. When they attempted to deploy the next band, the device was stuck. They removed the device and it was noticed that the trip wire was broken. It was reported that the patient had a hematoma on the varice; the complainant believes that the device caused the hematoma. The hematoma was treated with an aetoxisterol injection to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The reported event of trip wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the ligator head was not returned for evaluation however, the handle assembly was returned with the trip wire properly cinched in the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The trip wire was unwound around the drum to observe for any breakage. Upon this evaluation, the trip wire was found kinked at multiple places likely due to usage of the device but was not broken at any location. The deployment thread was intact (unbroken) but was found separated/detached from the ligator assembly and remained attached to the distal end of the trip wire. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The root cause could not be confirmed as the trip wire was not broken. It is likely that anatomical/procedural/operational factors may have impacted the performance of the device and contributed to the complaint event but at this time since the trip wire was found unbroken, the most likely root cause of 'not confirmed' is selected as the returned device showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl). According to the complainant, during the procedure, they successfully deployed five bands. When they attempted to deploy the next band, the device was stuck. They removed the device and it was noticed that the trip wire was broken. It was reported that the patient had a hematoma on the varice; the complainant believes that the device caused the hematoma. The hematoma was treated with an aetoxisterol injection to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.